Event description:
Reference number (B)(4) event occurred in canada. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the tubing. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions complaint investigation results electronic quality management system (eqms) search: a query was run in the eqms on 10-feb-2026 against "lot number" "6013660" and similar malfunction codes: leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Leak between tubing and pump connector/hub - detachment /significant wetness. Tubing detached from hub. The review confirmed that lot 6013660 and the identified failure mode are not associated with any corrective and preventive action (CAPA)s of the same or similar nature. The device history record (DHR) was reviewed in accordance with applicable manufacturing and quality procedures. All required in-process inspections and final product tests were completed. During outgoing test 2, one sample were identified with protector lifted, however, an extended sampling was performed in accordance with established procedures, and results met the specified acceptance criteria. Additionally, non-conformance (nc) 2255755 was identified due to contamination; nevertheless, this nonconformance is not related to the reported failure mode and is not associated with any ncs or capas of the same or similar nature. No deviations, nonconformance, or equipment-related maintenance events were identified that correlate with the reported complaint condition. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated outgoing test 2, like the nc 2255755 finding, was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Similar complaints search: a query was run in the eqms on 10-feb-2026 against "lot number" criteria equal "6013660" and similar malfunction codes: leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Leak between tubing and pump connector/hub - detachment /significant wetness. Tubing detached from hub. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013660 was manufactured according to the w/ork instruction (wi) 123 and manufactured in the line 4, on 04-jun-2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No nonconforming reports (ncr)s or capas of the same or similar nature were found for lot 6013660 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.